Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of high (> 600 mg/dl) on their meter with symptoms of vomiting. The patient did not receive any care above and beyond the normal routine of diabetes management. The reporter stated that the patient had discontinued pump therapy at the time of the call. The reporter stated that the pump had no power, and that there was moisture behind the display screen. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to an alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: the pump's black box showed a pump reboot event after a replace battery alarm on (B)(6) 2016 at 21:53; deliveries never resumed. A review of the total daily doses of inuslin added up correctly and reflected the user's programmed basal rates. The pump was returned with visible moisture behind the display lens. The battery cap was not returned with the pump. No damage was found to the battery compartment. A test cap was able to fully secure to the pump with no yellow o ring showing. The pump booted up to the verify screen with audible and vibratory features. The ok button was found to be unresponsive. As a result of the unresponsive button, the investigation could not move past the initial verify screen. There was damage to the pump case observed near the lower right corner between the case seal and the keypad. A leak test failed due to the damage to the pump case. Internal moisture was found on the keypad connector. There was no damage to the power circuit observed. No contamination was found underneath the keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.